Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (doses, route and frequency were not reported) for the event. At the time of this report, the patient had not recovered. Pd therapy and hospitalization were ongoing. No additional information could be provided because the reporter declined follow-up.